Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2021-10-12). The evaluation at omsc confirmed that part of the ceramic insulation at the distal end of the resection sheath is broken off. The type of damage found is typically caused by thermal and/or mechanical fatigue caused by wear and tear, possibly in combination with excessive force. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert was pre-damaged at some point in the past, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the procedure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during a therapeutic urethral resection procedure, it was noticed that part of the ceramic insulation at the distal end of the resection sheath was missing. However, no fragment remained inside the patient since it was reportedly retrieved. The intended procedure was completed using the same set of equipment and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic urethral resection procedure, it was noticed that part of the ceramic insulation at the distal end of the resection sheath was missing. The missing fragment could not be located and it is unclear whether it possibly remained inside the patient¿s bladder. The intended procedure was completed using the same set of and there was no report about an adverse event or patient injury. An x-ray examination is to be performed to ensure that no fragments remained inside the patient.